Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that biomed is getting error 2 (pre warm inlet pressure error) during calibration. The expected value is -7 and actual value is -5.2. Transferred to technical support. Per additional information received on 13jan2023, it was determined that biomed had a weak circulation pump. Biomed requested part number from tech support. Biomed would order and replace the pump onsite.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a circulation pump component failure. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that biomed is getting error 2 (pre warm inlet pressure error) during calibration. The expected value is -7 and actual value is -5.2. Transferred to technical support. Per additional information received on 13jan2023, it was determined that biomed had a weak circulation pump. Biomed requested part number from tech support. Biomed would order and replace the pump onsite.